Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump experienced a battery depleted alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident as no damage to the jaws was noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the problem was identified when the cystic duct was not properly sealed, and the bile was coming out, after the resection of the cystic duct. While trying to seal the cystic duct with the automatic clip applier, the first clip did not close properly (fell out from the jaw of the applier), and the second was malformed, because of the jaws of the clip applier. They had to finish the procedure, by using single clips on the cystic duct and cystic artery. As a result of the difficulties encountered with this device, the procedure was prolonged 15 minutes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.